Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (ecgs nonfunctional) could not be duplicated. During troubleshooting, a reportable malfunction was found. The electrode belt¿s cable being pulled from the strain relief, damaging wires in the cable. The root cause of the physical damage to the strained cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.